Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
When an implant was opened it was found that something like a hair was on the liner surface inside pouch. Subsequently, a different implant was used for the operation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product determined that the sterile packaging of the product is still sealed. A hair like fiber was found in the sterile packaging. Analysis of the fiber determined that the ftir spectrum is consistent with the fiber being of biological origin and the appearance is consistent with hair. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing issue associated with trained operator error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.